Event description:
The user received a questionable total psa (prostate-specific antigen) result for one patient sample from the cobas e411 disk analyzer. The initial result was 0.035 ng/ml and the repeat result was 2.66 ng/ml. The patient was not affected as the initial result was not reported outside the laboratory. The total psa reagent lot number was 15962501. The field service representative was unable to determine a cause. He performed sample and reagent probe alignment of the z axis and the cup/tip buffer area. He ran performance tests which were within specifications. The user ran quality control which passed to the user's specification.